Manufacturer narrative:
A medtronic representative (rep) went to the site to test the equipment. The rep replaced all 8 battery trays, thus resolving the failure. The rep then performed a system checkout and the imaging system was found to be fully operational. No parts have been received by medtronic for further analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system was not plugged into the wall overnight, and the system was showing a red blinking status on the battery charge indicators. The green charge indicator was illuminated. The system had been plugged in for three hours and that had not changed. It was stated that the image acquisition system (ias) would not power on. A biomed from the site called in later and stated that they charged the system all day but the mobile view station (mvs) would not turn on. The site biomed stated that the ias was able to turn on. There was no patient involvement. It was later clarified by a medtronic field service engineer (fse) that the problem was always with the ias and never with the mvs.